Event description:
It was reported that the fiber and debris shield were damaged, the energy was low, the noise level was high, and the optical path was deviated. The procedure was completed with another device. There were no patient complications.